Event description:
The customer reported the ventilator was intermittently alarming occlusion safety valve open (svo) and there was a strong odor coming from the ventilator. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician performed extended self testing (est) with the patient circuit in place and testing passed. The service technician reported the strong odor was coming from the spu exhalation filter. Upon inspection of the spu exhalation filter, the service technician noted the filter was last changed on (B)(6) 2011. Per the respiratory therapist a nebulizer treatment, which nebulizes medication into the patient circuit for delivery to the patient, had been administered and it was possible that the exhalation filter was not replaced. The service technician performed backpressure testing on the exhalation filter and it measured a pressure above tolerance, indicating an occlusion. When the filter in use on this ventilator became occluded, it alerted the user with an occlusion-svo alarm/message. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and a message in the display. This is being reported as MDR due to user error in maintenance of the filter. Filter replacement must be performed per manufacturer recommendations and specified intervals. Per the spu filter instructions for use, a filter should be removed and discarded after 15 days of continuous use on a single patient. There was no malfunction of the device or the safety valve.